Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing inadequate stimulation and the ipg was not longer holding a charge. It appears that the ipg was at end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110 (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that patient was experiencing inadequate stimulation and the ipg was not longer holding a charge. It appears that the ipg was at end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively.